Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Reportedly, the battery fully depleted overnight and the pump shut off. The customer¿s blood glucose (bg) level was 586 (mg/dl). The customer charged the pump, changed the cartridge and delivered a bolus to address bg level. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.